Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and prolonged painful periods/ menorrhagia"), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage, nausea, fatigue and dysfunctional uterine bleeding had resolved. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion surgical pathology report operative procedure: da vinci hysterectomy. Specimen received: uterus, cervix, bilat. Tubes. Final pathologic diagnosis: uterus and bilateral fallopian tubes, excision: cervix: no significant pathologic abnormality. Endometrium: weakly proliferative pattern. Myometrium: no significant pathologic abnormality. Serosa: no significant pathologic abnormality. Right and left fallopian tubes: no significant pathologic abnormality. Gross description: metallic coils are present within each comu. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: dub most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs + mr received- new events added: abnormal bleeding (vaginal), dysmenorrhea (cramping);nausea;dub were added. New reporter , date of birth were added. Outcomes of events bleeding, cramping, fatigue, nausea from unknown to recovered/resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and prolonged painful periods") and dysmenorrhoea ("painful periods"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.